Manufacturer narrative:
(B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 21, 2021 that a wallflex enteral colonic stent was implanted to treat a malignant stricture in the colon during a stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tortuous. During the procedure, the stent was deployed at an incorrect location. Consequently, the patient underwent a laparotomy to remove the mispositioned stent; however, the stent was unable to be removed. The physician was comfortable leaving the stent implanted and a planned procedure was scheduled to deploy a second stent to cure the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.